Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced hyperglycemia .the customer was hospitalized for 5 days. The customer was treated with manual injection. The auto mode feature was active at the time of high blood glucose. The insulin pump will not be returned for analysis.

Event description:
The customer reported via phone call that they were not hospitalized due to high blood glucose but for some unrelated reason. Customer did experience hyperglycemia and treatment was manual injections and the use of in pen. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer had been using the insulin pump system within 48 hours of reported high high blood glucose. The auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated in b3 section with this report. Also narrative has been updated in b5 section.